Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that alleges that the tracheostomy tube inadvertently became extubated which required medical intervention to re-establish the airway. The report states that damage to the flange of the tracheostomy tube resulted in the patient able to self extubate. The trach was replaced and the patient recovered with no incident related medical sequelae.